Event description:
It was reported that the device displayed an unknown channel error. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor harness causing error 354.6770, front cover bottom front corners cracked, rear case bottom front corners cracked, barrel clamp cracked handle, unsupported left iui, carriage block fail pm. Calibrated. A review of the device history record for sn (B)(6) was performed from date of manufacture 01/31/2017 to present date 09/23/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an unknown channel error. There was no patient involvement.